Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent set was used during an endoscopic retrograde biliary drainage (erbd) procedure performed in the bile duct on an unknown date. According to the complainant, during the procedure, severe resistance was encountered when the hub was pulled to deploy the stent. As the physician continued to pull the hub, the guide catheter got detached. Grasping forceps were used to retrieve the detached guide catheter. The procedure was completed with another flexima rx biliary stent. There were no patient complications as a result of this procedure, and the patient's condition at the conclusion of the procedure is reported to be "good."